Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product history record, the products met release criteria. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient had experienced refractive error. Additional information was received stating the lens was implanted without incidence with refractive surprise and the lens was mislabeled. Additional information was received stating explant was performed without significant incidents in a secondary procedure. The patient had little edema but everything was okay. Additional information was received stating ten days post surgery a refractive error of +3.75 diopters was detected. Also, it was stated that a limited number of lenses of that model and potential (24.5d) did not really have the power they should have, initially due to a labeling error.

Manufacturer narrative:
The product was returned for analysis. The iol was received in a specimen container with an unknown solution. The iol is cut in the middle of the optic. The optic is cracked/fractured - rejectable. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Investigation was raised as part of this the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the eye effected was the left eye.